Event description:
The facility representative reported a colleague infusion pump with a 570 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 570 was confirmed as failure code 570:320:844:0000 and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition. Additional information: a labeling review was conducted and it was found that there are sufficient directions in the operator's manual of the device to properly instruct the user to avoid this particular problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.